Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that insulin was infusing at an unspecified rate and programming was verified to be correct. During an attempt to prime air from the line, the door was opened and an interior piece of the pump which holds the tubing in place fell out (presumed to indicate the platen). The patient became hypoglycemic and dextrose 50 was administered.

Manufacturer narrative:
Additional medwatch information received.

Event description:
Received a copy of the customer's medwatch report from (B)(4) , which states ¿patient returned from or with anesthesia provider. Anesthesia had programmed pump for correct rate of insulin. When the pt arrived in ICU, ICU staff noted all of infusion (100 ml) had infused when it should have only been 20 ml). When rn opened pump to remove air from tubing, the internal cartridge holder was found to be broken. The patient's blood glucose was monitored and patient required 50% dextrose for a low level. No further treatment for hypoglycemia was required. The pump was sequestered and biomed was notified carefusion. The facility will release to carefusion for analysis."

Manufacturer narrative:
The customer¿s report of a piece falling out when the pump module door was opened was confirmed. Physical inspection of the device noted the lower hinge bracket was broken and detached from the platen with a section missing; the platen was received removed from the device. The broken lower platen hinge bracket remained attached to the bezel. Under magnification, inspection of the lower hinge bracket revealed signs of physical force and a "melted" appearance to the material of the outer walls indicative of a chemical attack. Dried reside was observed on the door cover, bezel, rear case, and membrane frame. Contamination was also present on the iui connectors. The rear case had a couple dented lower corners. Analysis of the pcu event log was not available; therefore, the exact programming and drugs used could not be determined. On (B)(6) 2016 at 3:52 pm, an infusion was started at 2 ml/hr for a vtbi of 60 ml. Two ail (air in line) alarms occurred, and then, at 4:17 pm, a 1 ml bolus was programmed to infuse at 600 ml/hr. Approximately 8 seconds later, another ail alarm occurred. The infusion was restarted; the bolus completed delivery and the primary infusion continued at 2 ml/hr. At 4:49 pm, after an ail alarm, the pump module door was opened and closed twice and the infusion was restarted. A patient-side occlusion alarm immediately occurred and the infusion was restarted. Eight ail alarms occurred between 4:50 pm and 9:35 pm; the infusion was continued after each alarm. At 9:37 pm, the rate was changed to 1 ml/hr. 15 minutes later, an ail alarm occurred and the door was opened and closed, and the infusion was restarted for the final time. Approximately 16 minutes later, an ail alarm occurred and the device was channeled off shortly thereafter. Functional testing was not performed because the device cannot be operated properly without a platen. It cannot be determined whether the missing section of the lower platen hinge bracket or the entire platen fell out of the pump module when the door was opened, as initially described; the event log revealed that the door was opened on two occasions followed each time by the infusion being restarted. The last time the door was opened during the infusion matches the event time and date provided by the customer. If a piece of the platen (or the entire platen) fell out at that point, the infusion was restarted and continued for nearly 16 minutes until an ail alarm occurred and the device was channeled off. A damaged platen is known to contribute to unregulated flow; 16 minutes of unregulated insulin infusion could cause a patient to become hypoglycemic, as experienced by the customer. The proximate cause of the customer¿s report of a piece of the pump module falling out when the door was opened was determined to be a damaged platen, due to chemical attack and physical stress.